Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported a high blood glucose reading of 300 mg/dl. He treated with a bolus but stated that the blood glucose would still not come down. He stated that the drive support cap appeared normal and recessed. He found air bubbles in the tubing and was assisted in priming them out. He found no leaks. The bolus wizard and basal settings were correct. Customer was advised to remove the infusion set from the body and stated that the cannula was not bent or occluded and that the site was not sore or irritated. The insulin pump passed the high pressure test. Nothing further was reported.